Event description:
It was reported that a user experienced hyperglycemia after eating breakfast without announcing the meal while using the ilet bionic pancreas, with a reported peak blood glucose of approximately 308¿309 mg/dl and no device alerts for readings above 300 mg/dl for over 90 minutes. Symptoms included feeling tired. Outcomes included transient hyperglycemia that resolved without medical intervention, without use of backup therapy and without ketone testing. Investigation included follow-up review of available glucose data and user interview for potential use-related factors. Investigation of this case revealed a use-related issue of a missed meal announcement, consistent with expected physiology and device operation, and there was no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.